Event description:
A valiant stent graft system was implanted emergently in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient's entire aorta was severely calcified and described as a "glass aorta." The iliac arteries were tight and measured 7 mm in diameter and they were severely calcified as well. It was reported that prior to insertion of the valiant delivery system into the patient, there was discussion about ballooning the iliac artery; however, the physician decided to proceed without ballooning. The valiant delivery system was somewhat difficult to insert, but it was inserted and the stent graft was successfully deployed. During removal of the delivery system, the iliac artery was torn and part of the iliac came out with the delivery system. A reliant balloon was inserted and inflated inferior to the renal arteries to control the bleeding. Then an endurant 16 x 10 x 82 iliac stent graft was implanted and extended with an endurant 10 x 10 x 82 to cover the dissected / torn iliac artery. It was also noted that the balloon had ruptured the abdominal aorta distal to the renal arteries at level l3, where it had been inflated. A 20 cc syringe had been used to inflate the balloon; however, the syringe was not filled entirely, therefore, it is unknown how much fluid was used to inflate the balloon. The aorta was not aggressively inflated and the aortic rupture was attributed to the severely calcified aorta. Open surgical repair was performed and a dacron graft was used to repair the torn abdominal aorta. The patient tolerated the procedure well and is doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (anatomy related; disease state with severe calcification). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related; disease state with severe calcification).